Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting, the vein harvester would not cauterize. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device for evaluation and the investigation discovered the v-lock rod was not connected to the v-lock button, thus confirming the complaint. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.